Manufacturer narrative:
(B)(4). The complaint airvo humidifier was not returned to fisher & paykel healthcare (fph) for evaluation. It was checked by the hospital biomedical engineer and found to be functioning correctly. The subject airvo continues to be used by the hospital. As the complaint airvo humidifier was not returned to fph (B)(4) for evaluation, our investigation is based on the information supplied by the hospital. The hospital has alleged that the airvo power fail audio alarm is not loud enough. If the power is disconnected from the airvo it will alarm for at least 120 seconds to alert the user/caregiver. The airvo visual/auditory warning alarms and fault alarms meet the medium priority requirements as defined in iec 60601-1-8, the international standard comprising general requirements for basic safety and essential performance for medical electrical equipment and medical electrical systems. The sound level generated by the airvo alarm exceeds the required "45dba at 1 meter" specification for medium priority alarms. As part of our ongoing improvement initiatives and in response to hospital requests for a battery backup for the airvo, fph identified the tripp lite smx700hg ups as being the most suitable battery available to meet our requirements. Extensive assessment and testing over a 12 month period was undertaken. Testing concluded in march 2015, with no issues identified, and fph decided to proceed with recommending this ups to our customers for use with the airvo 2 humidifier. We also developed and released a ups mounting kit, designed to secure the ups to the airvo mounting pole. Use of the ups will enable the airvo to continue operating in the event of a disconnection from electrical power. Device still used by the hospital.

Event description:
A hospital in (B)(6) reported to (B)(6) that a patient using an airvo 2 humidifier suddenly desaturated to 50%. The doctor noticed that airvo was partially unplugged at the wall and had turned off. The doctor immediately plugged in the airvo and the patient's oxygen saturation increased to 86% and patient became stable. There was no harm to the patient. The hospital biomed subsequently checked the airvo and confirmed that, when powered down, the airvo sounded an alarm for 120 seconds. It was alleged that the airvo audio alarm was not loud enough to "be heard in a side room or on a busy ward".